Manufacturer narrative:
This report is filed august 29, 2016. Implanted device remains.

Event description:
Per the clinic, the patient was involved in motor vehicle collision, resulting in an impact to the implant site. Subsequently, the patient experienced a loss of connection to the implant.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2016. This report is filed september 30, 2016. Device not yet received by manufacturer.